Event description:
The facility representative reported to largo customer service a device that shuts down without warning. This event occurred at an unknown time. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device involved in this incident has not yet been received by baxter for evaluation. A follow-up report will be submitted, should the device become available.